Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Touch screen test passed. Voltage verification check passed. Patient sensor check passed. Valve actuation test passed. System air leak test passed. Teach pumps passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing treatment records following a report of multiple filling slowly alarms. The patient overfilled during drain 4 and a daytime manual exchange was entered as no. A review of the patient¿s treatment records identified that the patient drained 3730 ml during drain 4 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised discontinuing use of the cycler and a replacement cycler was issued. Additional information requested but has not been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing treatment records following a report of multiple filling slowly alarms. The patient overfilled during drain 4 and a daytime manual exchange was entered as no. A review of the patient¿s treatment records identified that the patient drained 3730 ml during drain 4 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised discontinuing use of the cycler and a replacement cycler was issued. Additional information requested but has not been received.